Event description:
It was reported that the lead cap would not engage to the lead to secure the proximal end necessary for tunneling. A new lead cap from other lead kit was used to complete the procedure. No symptoms were reported as a result of the event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 12-jul-2025, implanted: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.